Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative capsular contracture (baker grade unknown). The breast affected with capsular contracture was unspecified. At the time of this report, mentor has received no information regarding explantation or expected explantation date. Additionally, mentor has received no information as to whether the patient's device is a gel or saline product. If additional information is received, the updates will be submitted in a supplemental report.